Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported the pt was up in recliner and noticed the luer locking cannula was still clipped into split septum connector, but the female luer was disconnected from extension set male luer and blood was leaking. No pt harm or medical intervention was reported. No further pt/event info was provided.